Event description:
On (B) (6) 2010, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It should be noted, the pt's anatomy had a very tortuous common iliac artery and there was severe calcification from the aorta to the common iliac artery. Completion computed tomography angiography revealed no endoleak. The pt tolerated the procedure. On (B) (6) 2010, the pt developed paresis on the right side and some neurological symptoms. The physician decided to monitor the pt. On (B) (6) 2010, the paresis on the right side was significantly improved, however, the paresis on the right leg still remained.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following pt populations: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of an 18 fr (6.8 mm) or 12 fr (4.7 mm) vascular introducer sheath. Also, gore excluder aaa endoprosthesis adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).